Manufacturer narrative:
(B)(4). Physio-control was able to initially verify the observed failure to boot-up; however, during subsequent testing no further boot-up issues were observed. Physio did observe a temporary device lockup of approximately 5 seconds following shock delivery; however, that too could not be further duplicated during testing. The customer was provided with a replacement device. The cause of the reported issue could not be determined. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present and failed a user test. This was observed during a routine inspection. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not complete the boot-up cycle.